Event description:
Caller reported that pump became hot to touch while it was charging. There was no adverse impact to the customer's blood glucose level. Customer support (cts) arranged to replace the pump and advised the caller on programming the replacement with current settings and connecting their continuous glucose monitor (cgm). Caller was instructed on how to return the current pump, which is still under warranty, using a provided box and pre-paid label, ensuring it is sent back within 10 days to avoid charges. Additionally, storage mode instructions were given for the pump before return. Caller understood and acknowledged all instructions and notifications.